Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), implanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
\Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who received morphine (concentration was unknown, 0.04mg/day), in an implantable pump malignant pain. The patient experienced a lack of pain relief, but no new symptoms. The hcp observed fluid gathering near the spinal incision; catheter issue was suspected. When the issue was explored, it was at that time the pump flip was confirmed. The pump was confirmed via x-ray. Catheter diagnostics were unable to be performed due to the pump being flipped. The plan was to bring the patient for a revision and/or explant/replacement. The procedure had not been scheduled yet. The issue was considered unresolved at the time of the report. The patient's status at the time of the event was stated to be alive with no injury.